Manufacturer narrative:
(B)(4). G2: foreign - event occurred in united kingdom. E1: telephone- (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported as surgeon tried to take graft the handset lost power. No harm or delay. Another device was used to complete procedure. Due diligence is complete.